Manufacturer narrative:
The reported event of backup operation was confirmed, and therapy delivered to incorrect body area was not confirmed. The device was received in backup mode. Review of the device image indicates it was caused by code corruption from undetermined source. After installing a new battery and re-loading the product code successfully, the pacer was tested under nominal settings exhibiting normal functionality. Despite extensive testing backup mode could not be replicated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up after experiencing stimulation of the pectoral muscle. Upon interrogation, it was observed that the pacemaker was in backup vvi mode. It was noted that the pacemaker was close to end of life. The pacemaker was explanted and replaced. The patient was stable throughout.